Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Nose surgery / rhinoplasty / (internal nose mucosa stitch). What was the procedure date? Diverse / specific unknown. What is the lot number? Will follow. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify suture broke while knotting/tying was there any adverse consequence associated with the patient? No consequences for patient.

Event description:
It was reported that a patient underwent a rhinoplasty procedure on an unknown date and suture was used. During the procedure, the suture broke while knotting. No adverse patient consequences were reported. Additional information was requested.